Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that oil injection via the infusion line resulted in detachment of the cannula during the surgery. The procedure type, surgery completion details. There was patient contact but no information about patient impact. Additional information received that the surgery was completed after the light pipe was held in the left hand while silicone oil was injected through a separate port using the right hand to progressively build intraocular pressure. Once adequate oil fill was achieved, the injection line was maintained in the right hand and used to facilitate passive drainage of perfluorocarbon liquid (pfcl) with a charles flute/backflush cannula. The procedure was completed following successful silicone oil injection and satisfactory fluid exchange. The infusion line metal cannula just disconnected from the plastic tubing, presumably as it could not withstand the injection pressure, which was set at 50mmhg. There was no patient impact.